Event description:
The patient underwent gynecological procedure for a cervical polyp in 2005. During and soon after the procedure no injuries were noted. On post operative day one, the pt presented with a large central burn which extended from posterior the vaginal fornix to the perineum and to the central buttocks zone, including the fourchette. The burn was treated medically.